Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an appointment with a manufacturing representative (rep) on monday, but the rep called to cancel the appointment because something came up. Caller said the patient has been having problems with voiding their bladder since this morning. And incontinence issues for the past few days and said it feels like the device wasn't working. Agent reviewed option to make a therapy adjustment using patient external equipment. Patient representative will call healthcare provider (hcp) office regarding any recommendations for therapy adjustments and will call agent back if assistance was needed making the adjustment. Additional information was received from the patient on (B)(6) 2025. The patient rep called back reporting ongoing issues with voiding. Then when patient traveled back home they saw their managing physician who performed a test where they filled the bladder and determined the bladder was no longer holding excess fluids and patient was able to void so they removed the catheter. However a couple days after this patient had to go back to the hospital and had about 110mls of fluid in their bladder and they had to place another catheter. Caller stated the patient remarked that they no longer feel stimulation sensation and want to know if the interstim is still working. Reviewed it is not necessary for patients to continuously feel stimulation for therapy to be functioning, however if patient wishes they could increase amplitude higher to see if stimulation sensation returns. Caller will call back with patient later today for assistance increasing amplitude and will also follow up with managing hcp.